Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the bearings and motor rotor were corroded. The bearings, motor, along with other components were replaced.